Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. It was not provided whether or not the outcome was device or therapy related. The pump was not explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2022. The cause of the patient¿s outcome was not provided, and no autopsy was performed. Furthermore, it was communicated that due to patient privacy laws, the managing hospital would not communicate the patient's outcome information. Based on a review of the patient¿s available record and a request for the patient's outcome, there were no device issues at the time of the outcome. (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.